Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An account set up issue was reported with the abbott diabetes care (adc) device in use with unspecified phone and unspecified operating system. The customer stated when the low glucose level appeared, the customer self-managed to consume candy and steamed buns. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for account setup issues. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding device model name, operating system, and app versions, restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An account set up issue was reported with the abbott diabetes care (adc) device in use with unspecified phone and unspecified operating system. The customer stated when the low glucose level appeared, the customer self-managed to consume candy and steamed buns. There was no report of death or permanent impairment associated with this event.